Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow testing, but did not pass thermistor testing, visual and leak testing. Upon visual inspection, it was noted that dielectric membrane breakdown was present. The investigation found that sparks coming from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Evaluation of the tip confirmed burn-through of the flex circuit membrane. A device history record (DHR) review did not find any non-conformities or anomalies related to this complaint. Based on the current information, the most probable root cause is associated with design.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the treatment tip sparked and emitted a ¿burning smell¿ during treatment, when there were approximately 200 reps left. The operator immediately removed the tip from the hand piece, and there were no reported patient consequences. Another operator then tested the tip by delivering a pulse on her own arm and the tip sparked again leaving a slight burn mark (micro-burn) on her arm.